Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "screen flashes on and off". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. External inspection revealed a missing battery cover. The device powered on using battery power and the display leds flashed on and off intermittently. The device was able to obtain readings and alarmed under simulated alarm conditions. Internal inspection showed the rubber insert was out of place and pinned under the case screws. The device was reassembled and the display anomalies were no longer present.